Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a disconnection of their pd transfer set and a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the "patient made a mistake and connected back the transfer set without informing or using aseptic technique when it accidentally came out" (no further details were provided). On the same day as the receipt of this report, the patient experienced peritonitis and was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with ceftazidime, cefazolin and heparin (doses, frequencies and routes not reported) and dianeal therapy was discontinued (not further specified). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.